Manufacturer narrative:
The in-service was scheduled (B)(6) 2022. But the ess wasn't onsite to observe until (B)(6) 2022. The event date is (B)(6) 2022. While onsite the ess completed the in-service covered all the steps for pre-cleaning, leak testing, manual cleaning, manual high-level disinfection and rinsing, alcohol flush and storage. The customer provided a return demonstration of leak testing, manual cleaning, manual high-level disinfection and first rinse. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the facility staff was less trained in device handling and/or reprocessing in accordance with instructions for use. This event can be prevented by following the instructions for use which state: precautions: an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Olympus will continue to monitor field performance for this device.

Event description:
The customer contacted olympus to request an in-service. The endoscopy support specialist (ess) was onsite to perform reprocessing in-service and noted the customer was not using the air water channel cleaning adapter at pre-cleaning. There was no associated patient infection reported.